Event description:
Clinical study. Same case as 2134265-2009-02244. It was reported that following a coronary artery stenting procedure the patient experienced restenosis and required a target vessel reintervention (tvr). The lesion was located in a 2.75mm, 100% stenosed, 55mm long portion of the vein graft lesion in the distal right coronary artery (dist rca) that was being treated for restenosis, the physician treated the lesion with pre-dilatation using two balloons 2.0x15mm at maximum 14 atms. Then the physician successfully placed a taxus express2 2.75x32mm stent (at maximum 18 atms) and a taxus express2 3.0x32mm stent (at maximum 18 atms). Post-dilatation was not performed. Post-ivus was performed. These stents were well positioned and well expanded. There was no gap between these stents. The procedure was completed without any problems. The patient was discharged 2 days later. At 183 days after the index procedure the patient experienced restenosis. Percutaneous coronary intervention (pci) procedure was performed using an unknown size taxus stent. The patient was hospitalized 10 days. There was no further problems.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.